Event description:
It was reported that the customer's bolus wizard was not delivering the exact amount of insulin as it supposed to. The nurse stated that the customer was experiencing unexplained high blood glucose for the past two days. The customer's son called and stated that the customer's glucose reading was 400mg/dl. The son stated that his father went to see his doctor who recommended having the insulin pump replaced. It was stated that the customer deliver a bolus and his glucose level went higher. Troubleshooting was performed. Ran a fixed prime test and no insulin exited. Instructed the caller to change the infusion set and ran again the fixed prime test, and the test passed. It was stated that the customer does not feel comfortable wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.